Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0 ml received in an opened tray without cap nor needle. A crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported that during injection with 0.8 ml of juvéderm voluma® xc the syringe ¿exploded.¿ healthcare professional stated that product ¿came out from the side because there must have been a crack somewhere.¿ patient contact was made; no injury to patient or injector.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with 0.8 ml of juvéderm voluma® xc the syringe ¿exploded.¿ healthcare professional stated that product ¿came out from the side because there must have been a crack somewhere.¿ patient contact was made; no injury to patient or injector.